Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: related manufacturer reference number: 3006705815-2021-02426, 3006705815-2021-02427. It was reported that the patient was found deceased on (B)(6) 2021. Patient was implanted on (B)(6) 2021. Cause of death is unknown at this time. However, physician thought that there was potential for pe based on the patient's non-compliance of plavix medication. No other information is known at this time.